Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6, h10 visual examination of the provided pictures identified discoloration on the ceramic head was likely caused by metal transfer due to contact between the head and the metal shell after liner fracture. No obvious damage or failure could be identified to the sleeve from the photograph provided. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a revision approximately four (4) years after initial left total hip arthroplasty. During the revision some metallosis was noted within the soft tissues, acetabular liner was fragmented, the head had significant metal like wear, and one screw was prominent of 0.5mm within the acetabulum. The head, liner, taper, and ringloc were replaced and the prominent screw was removed. The joint was irrigated without debridement and the surgery was completed without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated products: item reference: ep-105790, item name: epoly 36mm +5 rglc lnr hw sz23, item lot:315070. Item reference: 103533, item name: ti low profile screw 6.5x30mm, item lot:590690. Item reference: 650-1066, item name: cer opt type 1 tpr sleve 0mm, item lot:2946658. Item reference: pt-116054, item name: regen/rnglc+ ltd 54mm sz 23, item lot:497840. Item reference: 103533, item name: ti low profile screw 6.5x30mm, item lot:590690. Item reference: 51-103090, item name: tprlc 133 type1 pps so 9x137mm, item lot:6137664. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.